Event description:
It was reported that a diamondback 360 coronary orbital atherectomy device (oad) was used in a heavily calcified, heavy tortuosity, nodular calcium left anterior descending (lad) artery. A non-abbott device was used and pre-planned for the percutaneous coronary intervention (pci). Unspecified balloons and catheters were unable to cross the lesion and orbital atherectomy was performed. Following the first low speed treatment, a perforation was observed. The patient was stable and for emergency bypass surgery. Bypass surgery was successful, however, when the heart pump was attempted to be removed the patient became unstable and expired. It was noted that the patient was not a candidate for bypass initially and was declined prior to pci. The perforation was caused by the oad and was the primary cause of the bypass surgery and death.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported patient death, hospitalization, perforation of vessels, surgical intervention, and unexpected medical intervention appears to be related to operational context. In this case it is possible that the reported patient death, hospitalization, perforation of vessels, surgical intervention, and unexpected medical intervention are a result of the patient¿s disease severity and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated fields: g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions) and h11.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that a diamondback 360 coronary orbital atherectomy device (oad) was used in a heavily calcified, heavy tortuosity, nodular calcium left anterior descending (lad) artery. A non-abbott device was used and pre-planned for the percutaneous coronary intervention (pci). Unspecified balloons and catheters were unable to cross the lesion and orbital atherectomy was performed. Following the first low speed treatment, a perforation was observed. The patient was stable and for emergency bypass surgery. Bypass surgery was successful, however, when the heart pump was attempted to be removed the patient became unstable and expired. It was noted that the patient was not a candidate for bypass initially and was declined prior to pci. The perforation was caused by the oad and was the primary cause of the bypass surgery and death.